Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing and the lms final investigation. Despite three good faith attempts, the user did not provide any information regarding the reprocessing steps. The culture test could not be performed because there were no third-party labs that olympus could order the test. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the relevance between the device and the detection of bacteria could not be established and a root cause could not be determined. IFU warns on improper reprocessing as follows: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two colonovideoscopes tested positive for pseudomonas. The issue was found during a routine culture of the scopes. The first test was conducted and awaiting secondary test results. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.